Event description:
The device battery is in eri status. It will be explanted. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified. In a next step, the returned data was inspected. The data comprise only two pictures of the programmed parameters. Device data was no available for analysis. Based on the pictures, the device was programmed with 2.5 v / 0.4 ms in the ra and 4.5 v / 1.0 ms in the rv. Capture control was set to off. This represents a high consuming pacing output, which most likely led to an earlier eri activation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. It is very plausible that the eri activation after 4 years and 7 months resulted from the programmed high output in the rv. Should further relevant information or the device itself become available for analysis, this report will be updated.